Manufacturer narrative:
The device history record (DHR) for the production lot number was reviewed for any problems and disparities. A DHR review provides information that could reveal any unusual circumstances that may have led to the issues at hand. All process parameters, product, raw materials, and sub-assembly components met the required acceptance criteria to completely satisfy the manufacturing requirements per the product specification. No adverse conditions, special circumstances, or events were documented that may have led to the gel delamination and/or skin irritation. The DHR¿s for the hydrogel body sub-assemblies met all acceptance criteria. Raw material records were reviewed as well and all acceptance criteria was met. The uv dosage outputs for curing the hydrogel bodies were within the proper range. The conductive silver/silver chloride ink and gel batch mix sheets were also reviewed. All components and mix time were within tolerance. During the production of hydrogel bodies, the sub-assemblies tested for delamination, by simulating the removal of the electrode release liner by a clinician prior to delivering therapy. The production lot numbers for hydrogel body sub-assembly did exhibit some minor aesthetic delamination and had no functional delamination. A picture showing the issue was provided by the confirming the issue. The degree of the gel delamination observed by the customer included the conductive mat area and did appear to be less than 78% hydrogel remaining. Production retains (4 sets) for lot # 813427x were evaluated. Two of the four (4) retains evaluated exhibited delamination, however not to the same degree as shown in the picture provided by the customer. In the two retains that exhibited delamination, it only occurred on one of the pads in each set. One set pad the delamination included the conductive mat area, the other did not and was much less severe than the set. Gel delamination occurs when the gel-to-release liner bond strength is greater than the cohesive strength of the gel or greater than the gel-to-substrate bond strength. Such an inequity in bond strength can cause the gel to peel from the substrate and/or tear. Delamination is categorized as follows: an aesthetic delamination defect is characterized by a permanent separation of the hydrogel from the substrate, exposing the underlying carbon vinyl with little (i.e. Area less than 1/8 inch x 1/8 inch) or no hydrogel remains on the release liner. Also, no silver/silver chloride ink is exposed. Aesthetic delamination defects will not significantly affect electrode function, but may displease the clinician. Functional delamination is a permanent separation of the hydrogel from the substrate such that the silver/silver chloride ink remains exposed. Additionally, there shall be no less than 55% hydrogel remaining on the adult electrode when the release liner is removed from the electrode. There shall be no less than 78% hydrogel remaining on the adult electrode, when the area of separation includes the area of underlying conductive mat. With loss of the hydrogel no more than the percentages as defined above the electrodes retain functionally essential performance; however the reduction in the hydrogel area with the silver/silver chloride ink being exposed may cause an increase in current density across the remaining gel area. This increases the potential for skin irritation and burns. Based on the complaint description provided and the investigation gel delamination described by the customer is confirmed and is most likely related to manufacturing process in relation to the uv curing process, which can affect the electrode gel body particularly as the finished electrode ages and becomes closer to the expiration date. Additionally, gel delamination is possible if the defib electrodes are not properly stored. As indicated on the product packaging proper storage and usage of the electrodes is critical to the performance of the gel. The electrodes should be stored in their sealed protective pouch in a cool, dry place and out of direct sunlight. Do not open package until ready for use. Do not bend, fold, or puncture the packaging. Improper storage conditions and/or handling of the product may compromise gel properties prior to the expiration. From a corrective or preventative action perspective the cardinal health chicopee facility has recently approved the use of an improved uv curing system (referred to as the ¿upstairs uv fusion system). The gel body sub-assembly mfg. Line currently has two uv systems. Gel bodies currently run in the downstairs uv fusion system (at high or low power setting). The gel bodies have validated on the upstairs uv fusion system (variable power) as a process improvement. The variable power output of the upstairs uv fusion system allows more flexibility to dial in the uv intensity while mitigating excess heat generation in the oven and improving single directional peel (delamination) performance throughout the life of the product. Physio-control/stryker has approved this process improvement. Mfg. Will start producing gel body sub-assemblies on the upstairs oven during the next production campaign. We will continue to trend this defect for future occurrences as part of the complaint review process.

Event description:
The customer states, when liner was pulled from the electrode, the gel peeled off with the liner.